Event description:
I opened a new package of alcon air optix multifocal lenses and used 2 lenses from the package. Within 2 minutes, my eyes began to feel irritated. Within an hour, both eyes were grossly reddened, irritated, and discharging a small amount of mucoid drainage. I have used this product for several years without incident. The package I opened was recently ordered from lens.com.